Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 1 year after the dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. 50 ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type I.